Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Literature source: meyer a, dharmaraj d, harb r, pavlovic a, allaf m, gorin m (2021) perirectal hydrogel spacer placement prior to prostate radiation therapy using a probe-mounted needle guide. Clinical and translational radiation oncology, 29, 102-15. Https://doi.org/10.1016/j.ctro.2021.05.003. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of the following events from referenced literature article "perirectal hydrogel spacer placement prior to prostate radiation therapy using a probe-mounted needle guide". It was reported to boston scientific corporation that unknown spaceoar devices were implanted during spaceoar implant procedures on unknown dates. It was noted the implants occurred sometime between (B)(6) 2018, and (B)(6) 2020. The procedures were performed under local anesthesia. Both patients underwent fiducial marker placement at the time of their procedures. On unspecified dates, two patients experienced post-procedure complications. One patient developed a skin abscess. It was also reported one other patient experienced a urinary tract infection. The skin abscess was managed with incision and drainage. The urinary tract infection was managed with intravenous antibiotics. It was noted the hydrogel placement procedures occurred prior to radiation therapy; however, it was not specified if the patients received their radiation therapy.